Event description:
It was reported that during a coronary stenting treatment procedure, deflation difficulties were encountered. The lesion was located in the left main artery into the circumflex. The lesion is a de novo, 95% stenosed, moderately tortuous lesion. The lesion was predilated with a balloon (type and size unk). Using a hi torque floppy guide wire and a cordis 8 fr jl 4 guidecatheter, the physician was able to inflate the balloon on the first attempt, deploying the taxus express2 8.8% 3.0 x 24 mm otw drug eluting stent. The balloon was inflated to 18 atms. The balloon deflated after the stent deployment without incident. Then the physician pulled the balloon proximal, to flair the proximal edge of the stent into the aorta. The balloon was at an acute angle from the guide. Inflation of the balloon to flair the stent was normal. The physician then deflated the balloon and reported that it took longer than normal. The physician pulled negative on the inflation device twice to deflate the balloon. The physician then pulled the balloon back into the guidecatheter and removed the balloon intact and in a deflated state from the pt without incident. There were no pt injuries related to the balloon inflation.